Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed calibration error and change sensor. Troubleshooting was performed. Customer stated the transmitter does not blink when connected to the sensor. Customer reported the sensor was bent. Customer's blood glucose level was 223 mg/dl. No further information to report.